Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was never hospitalized. Patient was evaluated and discharged from the ER. It was reported that the patient over bleed. Patient had blood spots on her pants overlying her buttock incision. Patient's dressing was changed by the ER and patient was sent home. It was confirmed that there was no hospitalization.

Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the ER because the lead had come out slightly from the incision in their back. They went to the ER with slight bleeding and it was patched up. Patient followed-up in the office adn was reprogrammed adn everything was fine at this point, they have had no further issues. It was reiterated that there was bleeding from the actual site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient indicated that she was in the hospital over the weekend. Patient did not elaborate on what for, or what day she was in the emergency room (ER). Patient later reported she was in the ER on saturday, (B)(6) 2018 due to bleeding. She was hurting all over today and just returned from the doctor. The patient indicator for use were for urgency frequency, urge incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
Updated. If information is provided in the future, a supplemental report will be issued.